Event description:
The customer reported the system would lock-up when attempting to do cine runs.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cine bridge was reseated and the cine drive board was reformatted during the service call. The system was tested and found to be working as intended and put back into service.